Event description:
The patient underwent surgery for colon cancer on [redacted date] at [redacted name]. During the procedure, the electrocautery was malfunctioning: the cautery pencil was turning on and running continuously during the procedure. The pencil holster was available on the field throughout the procedure. The generator, grounding pad and pencil were replaced. Following the procedure, the surgical drape was removed to reveal 2 superficial burns/discolorations from the electrocautery pencil on the right side of the abdomen near the surgical incision. The attending surgeon applied liquiband adhesive to the affected sites. The holster for the electrocautery pencil was not used consistently during the procedure.